Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, only three bands were successfully fired and the device had a defect as the remaining bands were unable to be fired. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block h6: device code a050501 captures the reportable issue of bands failed to deploy. Block h10:investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was not secured in the handle assembly slot. The ligator head returned without bands. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. Additionally, the photo provided by the complainant of the packaging label matched the reported upn and lot. The reported event was not confirmed. It is not possible to determine the unsuccessful deployment since the ligator head returned without the bands and there was no visible damage to the ligator head. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). Upon analysis, it was found that the trip wire was not secured in the slot on the handle unit. Failure to follow this step could contribute to a deployment failure; therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speed band superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, only three bands were successfully fired and the device had a defect as the remaining bands were unable to be fired. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.